Event description:
Reportable based on device analysis completed on 22dec2021. It was reported that the connection between the delivery shaft and guiding catheter was kinked. A guidezilla guide extension catheter was selected for use on the stenosed and tortuous right coronary artery. During preparation, the physician unpacked the device and found the connection part between the delivery shaft and guiding catheter was kinked. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the collar was partially detached, and the shaft was partially detached and torn.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Returned product consisted of the guidezilla i45 guide extension catheter. The device was visually and microscopically examined. The collar was partially detached. At the most distal end of the collar, the shaft was partially detached and torn. The ends of the detached shaft are damaged and slightly twisted. The damage to the ptfe and the jagged edges of the detached shaft indicates that the device was likely kinked and rotated with force during handling of the device. There was no presence of blood within the device however, there were traces of blood present on the outside of the shaft. The shaft and collar were partially detached likely caused from a shaft kink as the ptfe and attached portion of the shaft show signs of a kink. The damage to the device indicates there was force during to handling of the device.